Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department after a warning triggered for increased pacing impedance on the right ventricular (rv) lead. It was noted that the same alert triggered approximately two months prior for the same reading. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported there was an alert, the high voltage portion of the lead displayed intermittent high impedance and re-programming was performed. Following, noise was noted. The lead was capped and replaced.